Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet did not power on or respond after more than five hours on the charging pad, while the charger¿s indicator remained solid green and the pad successfully charged another device; a replacement ilet and charging pad were arranged, and the user was instructed on shutdown and data sync steps. Symptoms included dizziness and thirst during a period of elevated glucose, with a highest reported glucose of 240 mg/dl and approximately five hours out of range without successful correction and without device alerts. Outcomes included no need for medical intervention or hospitalization, and non-medical assistance from a family member. Investigation included collection of event details, verification of device information, and arrangement for device return and evaluation upon receipt. Investigation of this device revealed a reported failure to charge or power the pump despite apparent charger functionality, consistent with a device power or charging malfunction potentially involving the charging hardware or the pump¿s power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.